Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book). Problem isolated to force sensor. Unable to confirm pump error 35 alarm due to critical pump error alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received critical pump error and a broken force sensor was detected during seating. The customer's blood glucose level was unknown. The customer was able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.